Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing were performed and failed due to the receiver not turning on. Manual functional "try it" tests were performed and passed. An internal visual inspection was performed and passed. The vibrator resistance was measured and found to be within specification. The receiver log was not downloaded and reviewed due to the receiver not turning on. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.